Event description:
On (B)(6) 2021, the user and his wife, who live in (B)(6) , contacted dario to report high blood glucose (bg) readings. The user's wife reported that prior to contacting dario, her husband had been receiving high bg readings in the 10 mmol/l range for several days when he was feeling like his bg level was low. The user's wife also reported that on (B)(6), the user called his wife to bring him sweets to his work in order to raise his bg level, as he felt that his bg level was low. The user's wife reported that when she arrived, she tested her husband's bg level and he received a reading of 10.3 mmol/l. Due to this elevated reading, the user's wife contacted her husband's doctor, who advised the user to go to the hospital, where his bg level was tested with the hospital's meter which read 1.7 mmol/l compared to a reading of approximately 10 mmol/l with the dario meter. While on the call with dario's representative, it was determined that the user had originally been using a cartridge of strips which expired in 2019. Dario's representative instructed the user's wife to open a new cartridge of strips, and have her husband test with the new and old cartridges of strips on both of his dario meters. The user received a reading of 16 mmol/l with the new cartridge of strips compared to a reading of 18 mmol/l with the expired cartridge of strips on his older dario meter. The user then tested and received a reading of 15.4 mmol/l with the new cartridge of strips compared to a reading of 21.5 mmol/l with the expired cartridge of strips on his newer dario meter. Dario's representative instructed the user to discard of the expired cartridge of strips. Dario's user guide states in the section regarding "factors that may lead to inaccurate results", that the use of strips after the expiration date may lead to inaccurate results. The user and his wife did not mention seeking any further medical intervention, nor receiving any treatment. Therefore, it can be determined that there was misuse of the strips (off-label use). This complaint is not confirmed.